Event description:
Information was received indicating that beeping was noted after the smiths medical cadd cassette reservoir run for two hours. Subsequently, another cassette was used with no issues. No adverse effects were reported.